Event description:
It was reported that a novum iq syringe pump alarmed system error 21502 (flange sensor failure). This occurred during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was not reproduced however the event history log revealed multiple occurrences of system error 21502 - flange sensor error messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported condition was verified as the flange sensor test was performed with failing results. Inspection of the grommet revealed it to be slightly rotated interfering with the flange sensor. The grommet will be re-worked to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.